Manufacturer narrative:
(B)(4). Batch #: v9559e. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure the white tissue pad completely fell off. The fallen piece was retrieved by forceps and was disposed. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 12/27/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the tissue pad was damaged, melted and 100% present and not detached as reported. Additionally, blade tip was damaged, however, the blade was not cracked. During functional testing on gen11, an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was analyzed, and it was determined that it was used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator an alert screen will be displayed indicating to replace instrument / no instrument uses remaining / restart generator. The device was disassembled to inspect the internal components and no anomalies were found. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Probable causes of the blade damage are applying pressure between the instrument blade and tissue pad without having tissue between them, subsequent activations would completely wear and melt the tissue pad until the blade tip makes contact with the clamp arm. Avoid activating the blade without tissue between the blade and tissue pad to prevent this type of damage. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.